Event description:
Pt had a jugular quinton cath placed. Bleeding noted from site. Site continued to bleed and doctor was notified. Upon investigation doctor noted catheter had a hole. Catheter removed by doctor. No adverse event to pt.